Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during an initial drain. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that hp failed to completely prime the patient line. The technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The tsr assisted the hp with ending therapy, and the hp planned on using new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.